Event description:
Pt was presented with left mca stroke. Physician indicated the left mca m1 and m2 segments were filled with clot. Physician first used retriever v 2.5 firm, and then upsized to retriever v 3.0 firm (with microcatheter 18l and distal access catheter) to attempt clot retrieval. He felt that the vessels were large enough for using v 3.0 firm device. When using the retriever v 3.0 firm, the tip broke off. He indicated there was a lot of resistance with the pull, and he said he pulled very slowly. He described the clot as very tough and fibrous. He said he did not torque the retriever. He also indicated that upon pulling back, the vessels deflected and the distal access catheter advanced forward to the proximal end of the retriever, and that is where/when the tip broke off. He tried to retrieve the tip of the device with an alligator device (made by chestnut medical), but was not successful. No further follow up info on the pt outcome was provided. No devices were returned for analysis.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for merci retriever 3.0 firm devices that were shipped to the site, lot number 33657, were reviewed and no anomalies were found that are related to this complaint. The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fractures.